Event description:
It was reported that the patient's blood glucose levels rose to 24.9 mmol/l (448 mg/dl) while wearing the pod between 5 and 24 hours. Investigation of the pod (completed 29-jun-2026) found a tear in the cannula. The device was originally reported on 20-mar-2026 as the patient was unsure insulin was being delivered properly. As treatment, a new pod was applied.

Manufacturer narrative:
Investigation of the returned device found the unexposed portion of the soft cannula to be torn, and fluid was found to leak from this tear during fluid path testing. No corrosion was found on any internal components. The observed internal cannula tear would cause an insulin delivery failure. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdownomnipod software app version: 3.1.6operating system: n5004l-am-q-mv01602-06-01.06hardware: n5004lcgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.